Event description:
Additional information received indicated that the patient's right atrial (ra) lead had fractured.

Event description:
It was reported that the patient experienced phrenic nerve stimulation originating from the right atrial (ra) lead, along with low pacing impedance and a high capture threshold. During the ra lead explant procedure, damage to a portion of the lead was identified, which accounted for the abnormal impedance and high capture values. The ra lead was successfully explanted and replaced. The patient remained stable.

Manufacturer narrative:
G2.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.